Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient had obtained elevated blood glucose levels for two days. On (B)(6) 2013, the patient obtained a blood glucose reading of 307 mg/dl and she experienced the symptoms of nausea and dry mouth. The patient corrected her blood glucose level with a bolus dose of insulin via the pump. Troubleshooting revealed the pump¿s time setting was set incorrectly, am for pm, which could contribute to incorrect basal doses being given at the incorrect times. The issue was resolved with patient education and training. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not setting the pump with the correct time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box showed a manual time change on (B)(4) 2016 from 23:07 to 08:25; no unexplained time/date issues were observed. The black box data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump passed a timekeeping accuracy test. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places, there was corrosion in the battery compartment, and leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.